Manufacturer narrative:
This is the final investigation upon return of the product. We have also received answers on additional questions which was previously sent. Additional questions and answers: -is this the patient's first voice prosthesis, inserted at the time of surgery which then lasted 5 months and then started to leak? Answer: yes. -for how long did the prosthesis leak before chest problems? Answer: 1 day. -is the patient aware of when he/she needs to have his vp changed? Answer: doctor informed the patient that vp has a 6 months warranty from the company. -is the patient receiving clinical follow-up? Answer: yes. The prosthesis was disinfected in 70% ethanol prior to the investigation. Leakage occurs before and after cleaning with a provox brush. Biofilm is present on the esophagus flange and flap, most likely candida. The biofilm is blackish. The candida stains on the flap's edge and under the flap has caused the leakage. There is a cut in the tracheal flange, it is not assessed to cause the leakage or affect position of the prosthesis (too small). Discussion: when leakage occur, the patient must seek medical attention according to the IFU. Until medical help is reached, a provox vega plug 22.5fr could be used as an intermediate help to stop the leakage temporarily. Do not attempt to clean the prosthesis with any sharp tools, only use the provox brush and flush. The blue material is easily scratched with a sharp tool. Do not use excessive force. Candida tends to mutate to survive better in the environment where it acts. When this happens there will be more growth of candida on the voice prosthesis during a shorter period resulting in a shorter device lifetime. The growth of candida varies from patient to patient. It is not unusual that device lifetime differs from time to time, even if same brand/type of voice prostheses are used. The intensity of candida growth into the voice prosthesis material varies depending on numerous factors such as food/drinking habits, use of antibiotics, cleaning with brush/flush, if the patient has an ongoing candida infection. Some dietary measures, like the daily intake of yoghurt or butter milk containing lactobacilli, are considered helpful against excessive candida growth. An alternative could be to try using anti-candida drugs taken orally. Consider cleaning the prosthesis thoroughly and regularly, using the provox brush and flush, as instructed in the IFU. It is recommended to clean every morning and night, and after every meal. Only use the brush and flush with water with the provox flush. Make sure that the brush is not worn, recommended usage time is 1 month. If the present device's lifetime is found to be insufficient, an activalve could be used. An activalve light would most likely increase device lifetime significantly. Inform the user to have a provox vega plug available to temporarily stop leakage until medical care can be attended. Always immediately contact medical health center if the prosthesis starts to leak. Inform patient and clinician of this. Inform the clinician not to use any sharp tools at insertion as the silicone material is easily damaged. Although the material is very elastic, it is prone to rip if damaged. Conclusion: this is the final report upon returning of the prosthesis. Leakage is caused by candida and this is not a product error. Consider cleaning the prosthesis thoroughly and regularly as described in the IFU, twice a day and after every meal. Using the provox flush may also be helpful. Inform the user to have a provox vega plug for temporary stopping leakage and immediately seek medical care if leakage occurs. The clinician should make sure that the patient is aware of this. Do not use any sharp tools at insertion or cleaning. Consider additional training for clinicians, please contact sales representant's for atos medical. Cause code will be candida. Risk analysis: leakage around or leakage through that has been undetected for long time due to manufacturing errors, poor tissue condition or candida (or other microorganisms) overgrowth leading to aspiration pneumonia (6). Normally this failure mode leads to coughing (2). In this case clinical severity 6 is chosen = serious. Vigilance trend data do not show any unacceptable trends. No corrective action/preventive action is considered necessary at this stage of the investigation.

Event description:
Patient experienced uneasiness and breathlessness due to central leak, currently patient has been put on ng feeding tube & cuffed tracheostomy tube to prevent aspiration. Additional info 2024-03-19. Due to central leak, patient was aspirating blood, mucus & saliva secretions in the bronchus, because of which, patient acquired lung infection and started experiencing breathlessness due to choking effect. In order to prevent & stop aspiration, doctor put patient on cuffed tracheostomy tube & nasogastric feeding tube, because of which the patient is experiencing uneasiness, since anatomy-wise, cuffed trach tube is not the right tube for a total laryngectomy patient and besides this, use of ng feeding tube in situ is very cumbersome & not at all comfortable for any patient. Patient compliance is very poor, even for a few days, patient's health is getting deteriorated and now weight loss is unavoidable. All these factors are responsible for uneasiness experienced by the patient. Description of the product: the provox vega puncture set is a device for creating a primary or secondary te puncture, with subsequent dilatation of that puncture to a width that facilitates placement of the included provox vega voice prosthesis. The provox vega voice prosthesis is preloaded in the puncture dilator, which is part of the device. The provox vega puncture set is intended for single use only. Provox vega is a one-way valve (prostheses) that keeps a te-puncture open for speech, while reducing the risk of fluids and food entering the trachea. Provox vega voice prostheses are not permanent implants, and needs periodic replacement. The prosthesis is available in different diameters and several lengths and is made of medical grade silicone rubber and fluoroplastic. The voice prosthesis is seated in a puncture in the wall between esophagus and trachea. Intended use: provox vega puncture set is a device for performing a primary or secondary tracheoesophageal (te) puncture in laryngectomized patients, with integrated placement of a provox vega voice prosthesis. The provox vega voice prosthesis is a sterile single use indwelling voice prosthesis intended for voice rehabilitation after surgical removal of the larynx (laryngectomy). Cleaning of the voice prosthesis is performed by the patient while it remains in situ.